Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy, membrane peel, and oil procedure in the right eye, the system experienced a loss of function in the middle of the procedure. The patient then experienced loss of intraocular pressure, suprachoroidal hemorrhage, and disc swelling. The procedure was completed following a system restart. The patient's current status was not reported.